Event description:
This css console was not on a pt. Customer reported that during a routine console checkout prior to tah-t implant surgery, the css console would not pass the console test validation protocol. The css console was returned to syncardia for eval. The reported calibration issue was duplicated in the lab at syncardia. The failure of flow on both the primary and backup controllers was resolved by adjusting the shims inside the clippard valves. Positional alignment of the shims within the clippard body affects the timing and shape of the flow waveforms. Typically, adjusting is not necessary. However, in some instances, it assists in bringing the waveform into calibration. After adjustment of the shims inside the clippard valves of both controllers, the css console passed the console test validation protocol.

Manufacturer narrative:
The calibration issue poses a low risk to a pt, because the issue was observed during a console checkout and the css console was not supporting a pt. This issue did not present a danger to the operational stability of the css controllers but rather presented a borderline flow pressure, which at times was just outside of the acceptable limits, causing calibration failure. The reported calibration issue would not prevent the css console from performing its life-sustaining functions. Syncardia has completed its eval of this complaint and is closing this file.